Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported gastrointestinal bleeding and patient conditions could not be conclusively determined through this evaluation. The account reported that the patient was hypervolemic and experiencing fatigue, dyspnea on exertion, cloudy thinking, and feeling cold. Additionally, the patient denied melena and hematochezia but reported some blood present from bowel movements. A reported rectal exam revealed bright red blood. The account reported that the patient was transfused two unites of blood and then an additional two units of blood. The account later reported that further diagnostics revealed scattered clots and several non-bleeding polyps in the colon. The account suspected that the bleeding occurred in the setting of an unstable international normalized ratio (inr). The account reported that changes to the patient¿s anticoagulation medication were made. The patient remains ongoing with heartmate 3, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021, the patient presented with fatigue, dyspnea on exertion, cloudy thinking and feeling cold and noted to be pale in appearance. The patient denied melena and hematochezia but did report having blood on the toilet paper following a bowel movement. Rectal exam on admission notable for bright red blood. Denies any alarms and no significant findings on history review. Notably hypervolemic on admission exam. Hemoglobin (hgb) found to be 4.3 g/dl and hematocrit (hct) 14.2 %. The patient was transfused with 2 units of blood and was admitted to the floor unit. The patient was then transfused 2 additional units of blood. The patient was treated with vitamin k for anticoagulation reversal. Transferred to the intensive care unit (ICU) for closer monitoring. The patient underwent esophagogastroduodenoscopy (egd) on (B)(6) 2021 with no remarkable findings. Status post colonoscopy (B)(6) 2021 with scattered clots and numerous non-bleeding polyps which were not removed. Suspect bleed occurred in the setting of supratherapeutic/labile international normalized ratio (inr) and focus now on tighter inr management. Hemoglobin (hgb) and hematocrit (hct) were stabilized. Continued proton pump inhibitors (ppis) by mouth. Stopped aries study drug (aspirin (asa) vs placebo), with no plans to resume asa. The patient was discharge with hgb 8.3 g/dl and hct at 27.4 %. Start date is reported as (B)(6) 2021 and stop date (B)(6) 2021 that resolved without sequelae. No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.